Manufacturer narrative:
The reported event was operation issue. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2024. During the procedure, it was noted that the left ventricular (lv) lead failed to reach the desired position after multiple attempts. The physician elected to abandon the implant of the lv lead. There were no patient consequences.